Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had difficulty charging. The patient's recharging coupling changes between no coupling bars, to 2 bars, to 4-6 bars. The caller has tried both the patient's recharger and that caller has and charging experience is the same for both the patient's rechargers. The patient had stopped using their stimulation for a while die to difficulty with recharged. The patient wanted to use the ins again and the had gone into overdischarge, which was addressed with a physician recharge mode. The patient does not use the belt. The patient can only effectively charge if they lean forward and has someone hold the antenna over the ins pocket. The patient did this for hours last night with assistance as the patient has a bad shoulder and can't reach back behind their bodily easily. Antenna locate did not resolve the issue. Antenna locate results have varied between 38-40 during one attempt and 52-54-56 on another attempt and coupling has varied between these antenna locate attempts. The caller started antenna locate mid-air with a reading of 52 and then brought to the pocket which then showed 58-60. The caller tried charging with a different recharger and this did not resolve. The ins feels shallow at the header block, but it is tilted inwards toward the bottom of the ins. The ins does change position slightly when the patient leans back and moves around a little bit in the pocket with position change, and this is reflected in coupling. When the patient leans back they get 0-2 coupling bars but if they lean forward they will get 4-6 bars. The patient has not had any change in their weight. Ins pocket considerations were reviewed. The rep was redirected to their healthcare provider (hcp) to consider pocket revision. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor is going to discuss pocket revision/battery replacement with the patient. The cause of the patient's issues was determined to be that the battery moves within the patient when she changes positions from sitting, standing, and bending over. The rep reported the issues should resolve when the physician replaces and revises. The patient's weight was unknown at the time of the event. No further information was reported.